Event description:
It was reported the patient had an acticon device revision due to fecal incontinence and fluid loss. No additional patient complications were reported in relation to this event.

Manufacturer narrative:
Cuff catalog #: 72401978; exp. Date: 07/15/2009; serial#: (B)(4); mfg date: 04/2007; pump catalog #: 72402287; exp. Date: 11/06/2013; serial #: (B)(4); mfg date: 11/2008; balloon catalog #: 72402106; exp. Date: 09/04/2013; serial # (B)(4); mfg date: 09/2008;